Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead threshold measurements had increased and the sensing decreased. The rv pacing impedance measurements had been decreasing, but were now out of range. The physician suspected rv lead damage. Boston scientific technical services (ts) reviewed the data and agreed that lead integrity may be compromised. As a result, the rv lead was surgically abandoned. No additional adverse patient effects were reported.